Manufacturer narrative:
The pump was received with missing segments due to a bleeding lcd glass. The pump was received with a cracked reservoir tube lip, cracked case near the display window corners, and a severely scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a partial display. Customer's blood glucose was unknown. After troubleshooting, display did not return to normal. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.